Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bad image due to bad cable connector pins. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to the component failure, an expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor filed performance for this device.

Event description:
It was reported that the camera head displayed a bad image. The issue occurred during preparation for use for an unspecified procedure. There are no reports of patient harm.